Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, legal counsel for patient reported that patient was revised on (B)(6) 2010 due to unknown reasons. Legal counsel reports that patient was hospitalized on (B)(6) 2013 allegedly due to dehydration and weakness . While hospitalized, legal counsel reports that patient underwent an irrigation and debridement procedure on (B)(6) 2013 and, subsequently, all hip components removed on an unknown date. Legal counsel for patient alleges the patient expired on (B)(6) 2013 due to complications arising from infection and sepsis of the hip components. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed due to the limited information provided: - explant date - unknown. There are warnings in the package insert that state this type of event can occur: it states under possible adverse effects, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.